Event description:
It was reported that during ptcra/stent procedure, in a heavily calcified and tight rca, the delivery system would not cross the lesion. Resistance was met in the calcified proximal segment, and the delivery system was withdrawn through the guiding catheter. When the delivery system was removed the stent was missing. The stent was retrieved from the coronary with a snare device. The procedure was concluded with placement of two stents from another co.

Manufacturer narrative:
Info from section f was completed by the MFR. Device not returned.